Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence; hospital staff could not recall the exact date of the procedure. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of an unspecified vessel was achieved using a proglide device after an interventional procedure. Reportedly, after successful suture deployment, the foot did not completely retract. The foot remained partially opened. The proglide device was removed, applying some force, very slowly. The suture remained in place and hemostasis was achieved with the deployed suture. There was no reported adverse patient effect. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.